Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18398. It was reported that both of the patient's leads had fractured. As a result, the patient underwent a surgical procedure on 09nov2022 wherein the leads and ipg were replaced to address the issue.